Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approx 21 months after the procedure. It was reported via a trial that approx 1 month post a right coronary artery stenting procedure, with two xience v stents the pt experienced a gastro-intestinal (gi) bleed. Antiplatelet medication was discontinued and the pt was changed to aspirin. Approx 21 months after the procedure, the pt was hospitalized. Cardiac enzymes were negative as was the ECG for myocardial infarction. On 02/24/2010, the patient died. Cause of death is listed as multisystem failure of unk source. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4): the 3.5 x 18 mm xience v (part 1009542-18, lot 7082061), indicated is being filed under this MFR#. Eval summary: there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the antiplatelet medication was discontinued and was changed to aspirin, it should be noted that the xience v IFU states: the xience v stent is contraindicated for use in pts who cannot receive antiplatelet and/or anti-coagulant therapy. Additionally, the IFU states: antiplatelet drugs should be used in combination with the xience v stent. The IFU notes that: it is very important that the pt is compliant with the post-procedural antiplatelet therapy recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction (mi), or death. Pts who require early discontinuation of antiplatelet therapy (e.g., secondary to active bleeding) should be monitored carefully for cardiac events.